Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer¿s reported problem, "cassette not attached error, unable to calibrate sensor" was duplicated by functional testing. The cause was the contaminated downstream sensor. Replaced the downstream sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump showed a cassette not attached error, and per reporter they were unable to calibrate the sensor. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.